Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the capsulotomy was not completed during laser assisted cataract surgery. There were several uncut areas and micro adhesions resulting in two radial tears on the anterior capsule. The patient did not have any complaints.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customer's reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).